Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula had a broken cable and a missing disk. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint of a broken cable. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Fa found the primary failure of a broken pitch cable at the distal end of the instrument to be related to the customer reported complaint. The root cause of a broken pitch cable is a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. An additional observation not reported was that the main tube exhibits signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly .03" to 0.31" in length and were not aligned with the tube axis. The root cause is attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Fa found the additional failure of main tube ¿ scratch marks to not be related to the customer reported complaint. Fa could not confirm the additional customer reported complaint of missing a disk. The xi instrument was designed with four light gray input wheel disks on the chassis. The xi instrument has a hook and not grips. This instrument did not require a gray input wheel disk on axis#7. No missing wheel found. A dark gray plug disk properly covered the axis #7. A review of the system logs showed the permanent cautery spatula (470184-13/n10211025 0129) was last used on (B)(6) 2022 in a hysterectomy ¿ benign procedure performed on system sk4248. Another permanent cautery spatula was also used in the same procedure. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.